Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 8mm x 24cm galaxy g3 was received contained in the decontamination pouch. Visual inspection was performed. The core wire was protruding from the introducer. No additional damages were found. Microscopic inspection was performed. The embolic coil was found still attached to the resistance heating (rh) coil. The distal outer sheath had not been softened, an indication that the detachment process had not been initiated. The electrical resistance of the galaxy g3 device was measured with a multimeter, it measured 53.2 ohms (o), which is within the specification range of 48.5 o ¿ 56.0 o. The device was connected to a lab sample detachment control box (dcb), and to a lab sample enpower control cable. The power was turned on. The system ready light was illuminating. Then, the detach button was pressed, and a beep sound was heard. The coil was successfully detached from the unit. The issue reported in the complaint regarding the embolic coil failure to detach could not be confirmed as the device met the electrical specification range. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated in the lab setting. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. The protruded condition of the core wire was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. A review of manufacturing documentation associated with this lot: (1952532s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendation: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (1952532s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 8mm x 24cm galaxy g3 (gly120824 / 1952532s) was used, and it filled the aneurysm. When the physician attempted to detach, the coil did not detach. The physician inspected the indicator light of the detachment box and observed that it was in good condition. The physician changed to a new connecting cable and pressed the detachment button to detach the coil again, but the coil still failed to detach. The physician removed the coil and the second connector cable from the patient and replaced the coil to complete the procedure using the same original microcatheter (unspecified brand). The procedure was reportedly prolonged by 10 minutes. There was no report of any negative impact on the patient.